Event description:
Patient had left index tha in (B)(6) 2021. Patient presents with pain and pji. Undergoes revision on (B)(6) 2021. All components exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 702-04-48d tridentii tritanium cluster48d lot 81009401a, 6570-0-536 delta v-40 ceramic head 36/+2,5 lot 82652403, 6720-0435 size 4 accolade ii 132 deg lot 81424603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.